Event description:
The reporter stated that there was a bonding issue between the tubing and the connector. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
Two sets were received with the male luer locks (mll) missing. Visual examination showed the tubing had broken off rather than separated from the mll. One sample also showed the tubing had detached from the female luer lock (fll). Examination of the detachment found that the tubing had broken off inside the connection. The bone was still intact as if the unit had been pulled with enough force to break the tubing. The tubing measured within specification and solvent had been correctly applied. There were no manufacturing issues noted. The device history could not be reviewed without a reported lot number as a reference. Smiths was unable to confirm the issue. The separations appeared to be the result of brittle breakage during use and not a bonding issue. This issue is being monitored. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.